Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01125.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01125. It was reported the patient (B)(6) had bilateral leads placed at the l3 vertebral level. The patient was unable to feel therapy despite increasing amplitude. Diagnostics indicated fluctuating impedance readings. Reprogramming was unable to provide effective therapy. Surgical intervention was undertaken and the left l3 lead was removed and replaced and therapy was restored. It is unknown which lead was placed at the left l3 level; therefore both leads are being reported.